Manufacturer narrative:
Analysis summary: post market vigilance (pmv) received one device. A visual inspection of the inner components of the instrument revealed that the timing was disrupted and a tack was visible in the shaft. Functionally, the trigger was actuated and the remaining twenty seven tacks deployed but did not seat properly due to the disrupted timing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while fixing the mesh during a laparoscopic bilateral inguinal hernia procedure, all of the fired tacks from the first device were unable to penetrate the tissue and hold correctly onto the tissue. The second device disengaged into the cavity of the patient but it was retrieved. They used other product to resolve the issue in order to complete the case. There was no patient injury.